Manufacturer narrative:
Date of report: 04dec2018. Date of manufacturer: 03dec2018. The customer was advised to replace the power supply. Multiple attempts were made to obtain repair information of the device that have been unsuccessful.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was auto cycling and generated a power supply issue 24 v failed error code. No patient involvement. The event date was not specified; estimate used.